Event description:
The customer reported to olympus that while using the camera head, picture dropout and cable break at the camera attachment was observed. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device was returned to olympus and the investigation is ongoing. Follow-up is in progress to obtain additional information regarding the event. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that while using the camera head, picture dropout and cable break at the camera attachment was observed. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The subject device was returned and evaluated. The reported failure was confirmed to be due to deformation of cable unit. The cable unit was swelled. The most probable cause of the identified failures is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The reported risk/harm is addressed in the instructions for use (IFU): ¿should any irregularity be observed, do not use the instrument; contact olympus. Damage or irregularity may compromise patient or user safety and may result in more severe equipment damage.¿ olympus will continue to monitor the field performance of this device.